Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, since consumer is using speedicath he experienced intense discomfort. He has used speedicath since (B)(6) 2015. In (B)(6) 2015 he noticed a burning pain and itching in the urethra and at the glans. The doctor decided to change the supply to a different product in (B)(6) 2015, and since then all symptoms have disappeared . Speedicath was no longer used since (B)(6). The user is well now.